Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and partially broken off reservoir tube lip noted. However, test reservoir locked properly in reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that pieces of the reservoir compartment broke off. The customer stated that the pump was slowly deaerating over time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.